Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What tissue was the stratafix symmetric sxpp1a405 suture used on? Was this information from surgeon or the patient? What was the date of the second procedure? What is the surgeon opinion as to the cause of the wound opening? Can you explain¿ the patient's stomach continued to have water, and when they coughed, the water came out of the stomach¿? Can the surgeon explain the appearance of the stratafix suture during second procedure? What is the patient's liver function status? What was the indication for procedure? Was the 'water' sent for microbiological testing? What are the patients age, gender, weight and past medical conditions? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a hepatectomy on unknown date and barbed suture was used on the fascia. Three days post op, the patient experienced wound dehiscence. The wound was between 15 and 20 cm. The patient experienced wound oozing when the patient coughed. Fascia wound healing was not done and incision was opened. The patient required an additional procedure to close the wound with a different suture type. The patient was in the ICU immediately after the operation, and the current condition of the patient is unknown. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: during the second procedure, what was the appearance of the stratafix suture? Good outcome. Was the suture broken, if so where (middle, termination end)? No broken, just loosing wound. Was the suture intact and pulled away from the tissue? Yes what is the current status of the patient? No information. What is the patient age, gender and weight, bmi: (B)(4)

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what was the date of the procedure? Procedure was ¿liver resection¿. What tissue was the stratafix symmetric sxpp1a405 suture used on? For fascia closer. Was this information from surgeon or the patient? From surgeon what was the date of the second procedure? It was one month ago. They have 2-3 liver resection by week. What is the surgeon opinion as to the cause of the wound opening? The doctor said it was difficult to confirm, but patient issues seemed to be large. Can you explain? ¿the patient's stomach continued to have water, and when they coughed, the water came out of the stomach¿? No information can the surgeon explain the appearance of the stratafix suture during second procedure? No information what is the patient's liver function status? No information as now. But during procedure one month ago, patient¿s liver status was bad. What was the indication for procedure? No information was the 'water' sent for microbiological testing? No information what are the patients age, gender, weight and past medical conditions? Around (B)(4). What is the current condition of the patient? No information anymore. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During the second procedure, what was the appearance of the stratafix suture? Was the suture broken, if so where (middle, termination end)? Was the suture intact and pulled away from the tissue? What is the current status of the patient? What is the patient age, gender and weight, bmi?